Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection and the customer's allegation of failure to power up was not confirmed. Based on the results of the investigation, a root cause for the reported malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high definition liquid crystal display monitor did not power up. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.